Manufacturer narrative:
Device analysis report is attached. This report is submitted on january 05, 2022.

Event description:
Per the clinic, the patient experienced an extrusion of the electrode lead and a bacterial infection at the implant site resulting in pus formation. Subsequently, the patient was hospitalized on (B)(6) 2021 for a duration of 7 days, treated with IV, oral and topical antibiotics and was discharged, however, the issue did not resolve. It was reported that the patient was hospitalized for a second time (specific date and duration not reported), treated with IV antibiotics (duration not reported) and the device was explanted on (B)(6) 2021. Reimplantation is planned but had not taken place at the time of this report.

Manufacturer narrative:
This report is submitted on december 1, 2021.